Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Date of event: the date of the event is not known. Conclusion: the healthcare professional reported that an 80-year-old female underwent mechanical thrombectomy of a right middle cerebral artery (mca) (distal m1) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537 / unknown lot number). Her baseline nihss score was 17 and modified rankin scale (mrs) score was 2. Pre-procedure magnetic resonance imaging (MRI) showed positive susceptibility vessel sign (svs). Hard and long thrombus was predicted. Continuous aspiration prior to intracranial vascular embolectomy (captive) technique was performed. The embotrap iii was deployed before the thrombus, and thrombus capture was visible with closing of the body marker of the proximal embotrap iii. The embotrap recovery did not change the closure of the marker but there was a resistance felt when the device was collected. The physician considered that the embotrap iii was caught by the thrombus and the ¿entire [embotrap iii] was prolonged (e, f)¿. The physician slowly pulled back on the device, but some of the thrombus could not be captured. ¿the firm thrombus immediately after bending made it difficult to recover the second pass¿. Recanalization was managed with enterprise stent placement (unknown product code and lot number). Recanalization was achieved; ¿uneventful recanalization¿. It was reported that a continuous flush was maintained. The device is not available for analysis. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Withdrawal difficulty from vessel and device damage are known potential procedural complications associated with the embotrap iii device. The embotrap iii instructions for use (IFU) states the following: withdraw the device and microcatheter slowly and carefully as a unit to the guide catheter tip while aspirating through the guide catheter with a syringe. As the device reaches the guide catheter apply vigorous aspiration, withdraw the device and microcatheter into the guide catheter and continue to aspirate until the device reaches the proximal rhv. If withdrawal into the guide catheter is difficult (as may be the case with a large clot burden) then deflate the balloon (if applicable) and withdraw the guide, microcatheter and device together through the introducer sheath. The IFU also cautions the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. With the information provided and without the return of the device for evaluation, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including vessel characteristics, clot burden/characteristics, device interaction, and operator technique that may have contributed rather than the design or manufacture of the device. Withdrawal difficulty from vessel is classified as a MDR reportable ¿malfunction¿ as this failure could result in vessel trauma, vessel spasm, damage to the basket with the potential for release of emboli and subsequent ischemia or infarct and / or the need for additional intervention. Damage to the cage assembly is considered an MDR reportable "malfunction" as the damage could compromise the integrity of the basket or decrease the effectiveness of the device; a damaged basket could result in vessel damage and/or the release of emboli and subsequent ischemia or infarct. Due to the alleged withdrawal difficulty with subsequent device damage, the procedure was changed to vascular stent placement. The modified surgical technique appears to have been an equally acceptable alternative to the planned procedure and no adverse outcome was documented in the complaint report. Thus, this event will not be classified as a ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that an 80-year-old female underwent mechanical thrombectomy of a right middle cerebral artery (mca) (distal m1) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537 / unknown lot number). Her baseline nihss score was 17 and modified rankin scale (mrs) score was 2. Pre-procedure magnetic resonance imaging (MRI) showed positive susceptibility vessel sign (svs). Hard and long thrombus was predicted. Continuous aspiration prior to intracranial vascular embolectomy (captive) technique was performed. The embotrap iii was deployed before the thrombus, and thrombus capture was visible with closing of the body marker of the proximal embotrap iii. The embotrap recovery did not change the closure of the marker but there was a resistance felt when the device was collected. The physician considered that the embotrap iii was caught by the thrombus and the ¿entire [embotrap iii] was prolonged (e, f)¿. The physician slowly pulled back on the device, but some of the thrombus could not be captured. ¿the firm thrombus immediately after bending made it difficult to recover the second pass¿. Recanalization was managed with enterprise stent placement (unknown product code and lot number). Recanalization was achieved; ¿uneventful recanalization¿. It was reported that a continuous flush was maintained. The device is not available for analysis.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-feb-2022. [Additional information]: on 16-feb-2022, additional information was received. The information indicated that photos of the device are not available. There was no damage noted on the embotrap iii device. There was no allegation of patient harm / complication associated with the modified surgical technique to use the enterprise stent placement. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.